Event description:
Pain in both knee, knee effusion, knee swelling. Information was rec'd on 15-nov-2006 from a physician, regarding a female pt with a medical history of two previous synvisc treatments, who experienced pain in both knees and knee effusion. The pt rec'd the first synvisc injection into an unknown knee. The next day, the pt experienced pain in both knees and knee effusion. No aspiration was performed and the treatment was temporarily interrupted. No other information was provided. At the time of this report, the pt's outcome was unknown. Additional information was rec'd on 09-jan-2007 from the physician. He reported that the pt suffered from swelling after the injection of synvisc. On an unknown date, an aspiration was performed and an corticosteroid was injected into the knee (unspecified). It was unknown if synvisc treatment was continued. At the time of this report, the pt had recovered. An injection of corticosteroid into the knee.